Event description:
According to the reporter, during a laparoscopic cholecystectomy, during setup, upon connecting and checking the tip, the staple was coming out. A new product was used to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident is that the reload was partially fired and the interlock was engaged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, the reload was loaded into a representative pmv handle. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that during setup, upon connecting and checking the tip, the staple was coming out. The reported issue was not confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: additionally, the investigation detected the unreported condition of device partially fired that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. Replication of this issue can occur when the firing handle has not been completely cycled. The manufacturing records for each device are thoroughly reviewed prior to release to ensu re that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.